Manufacturer narrative:
One unit received without its original packaging, in decontaminated conditions. The sample was visually inspected, and no damage or other defects were detected on the sample. Functional testing of the sample was not able to duplicate the customer reported issue. The investigation was not able to determine a cause of the customer reported issue. No non-conformities were found in the device history review.

Event description:
It was reported that the pump alarmed, "blockage and no flow," and the tube orientation was checked. Per reporter, this occurred during priming at the facility. There was no patient involvement. No patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.